Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that 60-year-old male with history of vre (vancomycin-resistant enterococci), sacral ulcer, left food ulcer, cad (coronary artery disease), ckd (chronic kidney disease), underwent suprapubic foley catheter placement. While placing catheter in bladder via 20fr peel away. Filled balloon with sterile water and contrast 50:50. Upon removing peel away, rechecked image, the balloon leaked and deflated. Had to get new peel away and council-tip catheter and replace the previous. No harm to the patient.

Event description:
It was reported that 60-year-old male with history of vre (vancomycin-resistant enterococci), sacral ulcer, left food ulcer, cad (coronary artery disease), ckd (chronic kidney disease), underwent suprapubic foley catheter placement. While placing catheter in bladder via 20fr peel away. Filled balloon with sterile water and contrast 50:50. Upon removing peel away, rechecked image, the balloon leaked and deflated. Had to get new peel away and council-tip catheter and replace the previous. No harm to the patient.

Manufacturer narrative:
The reported event was confirmed cause unknown. No actions can be taken at this time since a root cause was not identified. Visual evaluation of the returned sample noted one opened (with original packaging), used foley catheter. Visual inspection of the sample noted using the (in-house) syringe attempt to inflate the catheter balloon with 10 ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water) and upon inflation solution leaked out of pinhole found in inflation arm measuring (0.016). A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: sterile unless package is opened or damaged. Warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage latex and may cause the balloon to burst. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Single patient use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer slip tip syringe. Do not use needle. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe stick in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Recommended inflation capacities 3cc balloon: use 5ml sterile water 5cc balloon: use 10ml sterile water 15cc balloon: use 20ml sterile water 20cc balloon: use 25ml sterile water 30cc balloon: use 35ml sterile water 40cc balloon: use 45ml sterile water 75cc balloon: use 80ml sterile water do not exceed recommended capacities. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.